Event description:
On (B)(6) 2011, surgeon reported that pt fell and broke a sign I. M. Nail and screw. On (B)(6) 2011, surgery was done to replace the broken implants. No indication of product defect.